Event description:
It was reported, syringe 20ml ll, a black speck of contamination was seen within the 20 ml syringe. The following information was provided by the initial reporter: both a 20 ml ll syringe and the 1 ml syringes are used in the preparation of intravitreal doses. When getting to the end of the batch, it was noted that a black speck of contamination was seen within the 20 ml syringe. This was being used in conjunction with the 1 ml syringes, so it¿s unknown where the contamination originated. Fluid in the syringe was withdrawn from vials using filter needles, so unlikely the source. Additional information: at this time, we¿ve only had 1 occurrence of the contamination found within the 20 ml syringes (and as indicated ¿ it may have originated in 1 ml syringe, as these were being manipulated together)

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.